Event description:
One day after implantation, a high atrial threshold was observed. Therefore, a revision was performed. When the physician unscrewed the setscrew, the setscrew cover got detached from the pacemaker connector. Therefore, the device was explanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the untied states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4). Conclusion: because the electrical characteristics of the returned device were within specifications, the behaviour observed while implanted resulted from the incorrect gluing of the silicone cover, which was confirmed during the analysis. Although a specific visual inspection related to the gluing of the silicone cover is described in the standard operating procedures, absence of gluing on this unit was not detected at the time of the mfg process. The analysis concludes it is an isolated human error.